Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was also performed with no issued noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice automated set with cassette; further described as an "external leak". This was observed prior to patient connection for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.